Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an occlusion (frequent/persistent) issue. The pump emitted a call service 145/occlusion alarm alerting the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 04/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/11/2016 with the following findings: occlusion alarms were observed in the pump alarm history. However, the rewind, load cartridge, and prime steps were performed successfully with no alarms. A force sensor calibration check was performed and confirmed that the sensor was detecting correct force. In addition, the pump was exercised for 24 hours with no occlusions occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.